Event description:
Complaint initially alleged that the clip could not be loaded into the applier during use. However, upon receiving clarifying information the issue is reported as the clip did not come out of the applier. Patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). A device history record (DHR) review did not show issues related to complaint. Complaint cannot be confirmed since the sample was not available for investigation, therefore, it is not possible to determine the root cause for the defect reported and a corrective action for it. However, the manufacturer will continue to monitor and trend relating complaints.